Manufacturer narrative:
(B)(4): device unavailable for analysis.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration (B)(6) 2013 (day unknown) resulting in fixture loss.